Manufacturer narrative:
Other applicable components are: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted:(B)(6) 2016, product type: lead. Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consume via manufacturing representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and complex regional pain syndrome type 1. It was reported that the were impedances less than 50 ohms on the 6-14 pair. The representative stated that the patient was programmed on electrodes 10,11,12 and 13 there were no therapy allegations related to the low impedances, but the patient did mention they had been feeling pain in their low back where the lead was, between contacts and incision site. The patient noted they could feel a difference when stimulation was on and off and the pain went away when stimulation was off. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the cause of the low impedance is unknown. The rep was able to reprogram to avoid those painful sites. No patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient turned their implant on, they felt like it was shocking them to the point where they were in tears. After multiple reprogramming sessions, a manufacturer's representative told them they couldn't get around the shocking and the pain. The patient was told to follow up with their healthcare provider to determine the cause and to find a resolution. The patient considered the shocking a sudden change in therapy/symptoms. The patient also reported experiencing back pain and the stimulation wasn't reaching their left foot or their leg, which was why they were implanted. The representative thought they might still be healing so they tried reprogramming. This helped a little but they never got it back to where it was for the first three months of the implant. The back pain continued to get worse. They stated that when they laid on the battery it hurt and bruised easily. There was a horrible sensation when they touched the device with their fingers. They don't want it removed because when it worked for the first 3 months it worked great. No further complications reported about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-oct-18. It was reported that they attempted to reprogram on the electrodes that weren¿t affected, but the patient was still feeling pain at perception and they were unable to obtain any appropriate stimulation. It was noted that the patient was going to be scheduled for a read revision. The patient¿s healthcare provider (hcp) was going to pull out one lead to resolve the short circuit and have the patient use the remaining lead for stimulation. The manufacturer representative stated that the cause of the patient experiencing pain when stimulation was turned on could not be determined. X-rays were completed and it appeared that the bottom of the leads may have been touching each other, which could account for the low impedances. It was noted that the issues hadn¿t been resolved yet. No further complications were reported or anticipated.

Manufacturer narrative:
Supplemental to update codes, code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that contacts 6-15 and 7-15 were less than 50 ohms and all others were between 1800 and 2000 ohms. The representative stated that the patient had told them the system wasn¿t working and she was getting pain when she turned it on. The consumer added that she had a short in her system and the representative had tried to reprogram but they still felt severe pain across her back and painful stimulation in the spine when the system was turned on. It was noted a lead revision was being considered and x-rays showed that the leads had not migrated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient re-stated that they had problems with their electrodes and said they were working at about 50%. They also noted again that there was pain at the implant site. The patient reported that the leads had gotten worse or moved. No further complications reported.